Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (damage) issue. Reportedly, the pump has an intermittent power issue and the battery compartment was damaged. There was no indication that the product caused or contributed to an adverse event. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow-up #1: date of submission 11/29/2016 device evaluation: the device has been returned and evaluated by product analysis on 11/05/2016 with the following findings: a review of the black box did not find any indication of any power interruptions. Visual inspection revealed that the battery compartment was cracked in two places. The returned battery cap was undamaged and was able to secure properly and maintain electrical connection. The pump powered on normally and successfully completed rewind, load, and prime steps. The pump was exercised for 24 hours with no power issues occurring. The pump casing was opened and no defects were found to the power circuit. The complaint of an intermittent power issue could not be confirmed or duplicated on investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).